Event description:
It was reported that during a biliary stenting treatment procedure, suboptimal stent deployment occurred. The target lesion was in the common bile duct (cbd). A 8fr 10x60 194cm covered biliary wallstent had been deployed to treat the target lesion. Following deployment, the physician attempted to retract the outer sheath to reposition the device, but encountered difficulty in "visualizing the maker". The physician implanted an unspecified type of stent into the papilla to account for the suboptimally deployed wallstent. There were no pt complications reported with the pt's current condition listed as "good".